Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient wants his vns removed stating that it is going off too often. The patient had previously not attended multiple neurologist appointments. The patient was told by his surgeon they will not explant until he sees managing neurologist to try having settings adjusted first. When the patient did attend an appointment with neurologist he complained of an itchy incision, that it went off too often, and that it hurts in an undisclosed area. The arnp referred the patient for explant. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient had their vns explanted. Physician also reported that the cause of device going off too much is related to patient physiology. The itchy incision and pain is not related to vns. The itching is at incision site and the pain is next to device implant. The surgical intervention was for patient comfort only. The vns settings were adjusted to decrease the feeling of device going off too often. Neurologist did not know if the vns was explanted or replaced or on what date surgery occurred. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was later reported that the patient has been experiencing sharp and stabbing pain next to the area where the battery was placed for the vns system. He states he also feels pain if he bumps the area with anything. Patient also said that he continued to believe that he could feel the vns activate every time there was an auto stimulation, and the device went off several times while he was playing with his dog. At that time he was occasionally feeling a sharp shooting pain above where the device was implanted. The patient wanted vns removed. The device was disabled in office. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.